Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was identified. When the 3.50x20mm taxus express2 drug eluting stent was pulled out of the package, crimped or smashed stent struts were noticed at the back end of the stent. The stent was put in the body and then removed with no complications. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "ok".